Event description:
The consumer reported that the patient had a loss of stimulation related to patient falls; this was considered a sudden change in therapy/symptoms. It was noted that the patient had 4 reported falls since (B)(6) 2012. When checking the implantable neurostimulator (ins) with the patient programmer during the initial time of report, the patient programmer showed stimulation was on. It was also reported that the patient was unable to adjust stimulation. Three days prior to (B)(6)-2016, the patient had tried to turn on stimulation and increase stimulation, but it did not seem to work. The patient's indications for use included rsd/causalgia-complex regional pain syndrome.

Event description:
Additional information from the patient reported they had scheduled an appointment for 2016-(B)(6). At the appointment, a manufacturer's representative was unable to communicate with the ins. It was noted that the ins had been implanted for 16 years. Per the patient, the battery was dead and would be replaced. Replacement had not been scheduled and the patient indicated they still needed to meet with their physicians.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.